Manufacturer narrative:
Date of event is estimated. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-15536, 1627487-2021-15538. It was reported the patient experienced an infection at the lead site. Surgical intervention took place wherein the patient¿s system was explanted (B)(6) 2021. Exact date of explant is unknown. Infection has resolved.